Event description:
It was reported that during a supply change call the user¿s sensor indicated a blood glucose of 65 mg/dl, the user stated their glucose was dropping, and they ingested oral glucose; the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.